Manufacturer narrative:
Due to character limitation in e1 for event site name, (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit had start button on screen frozen issue. There was no patient involvement reported.

Manufacturer narrative:
After further review,it was determined that the event is a duplicate of (B)(4) (os 895743).as a result,no follow up emdr is necessary. Please cancel in your database.

Event description:
N/a.